Manufacturer narrative:
The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. The pump was received with a corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that customer receive a low battery alert prior to the replace battery alert or replace battery now alarm. Tried another fresh battery but the battery indicator was still showing the red icon which shows that the battery was almost dead. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.